Manufacturer narrative:
A class iii recall has been initiated for h5-11058 lot 6042.

Event description:
An apex interface shell product code h5-11058 58x no-hole shell was opened in the operating room. The implant in the box was product code h5-11358 58x 3 hole shell. The surgeon used the 3-hole shell in place of the no-hole shell. No changes to the surgical procedure had to be made.